Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported intermittent image issue. When connected to a known, good, test single-use blade, the smart cable failed to be recognized. Next, when connected to a known, good, test video baton, the smart cable was recognized as normal. The customer's smart cable failed verathon's device functionality testing. Upon completion of the device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently goes away when the cable is moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.